Event description:
After iabp for 11 hours, blood was noted in the catheter and back into the system 97 pump. (Event complications: none from the event - reported 2/11/1998.) (Pt's current status : o.k.-rpt'd 2/11/1998.)